Event description:
It was reported that during a hemorrhoidectomy procedure, the device delivered an incomplete staple line, only 3-4 staples on the posterior edge had deployed. A like device was used to complete the procedure. There was no pt consequence.